Event description:
It was reported that the doctor needed to revise an accolade, but could not thread the threaded inserter in to pull it out, because the threads had been distorted by the blunt tip inserter.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. No further info is available at this time, although it has been requested. If additional info becomes available, it will be submitted in a supplemental report.